Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe the illegible printed batch. A device history review was performed for lot 1168030, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. The label review record, which is carried out to ensure correct printing of information, was analyzed and no defects were found. No request for reprinting of labels related to the claimed box was evidenced. Possible root cause is associated with an entanglement of the box in the part of the equipment that pulls the box for closing. A project was initiated to change the design of the equipment with the change in the box's traction system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No CAPA at this time.

Event description:
It was reported that syringe plastipak 20ml s/su was illegible. This occurred on 2 occasions. The following information was provided by the initial reporter: unreadable descriptions (lot). The boxes came apparently intact and without any signal of wetting.